Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(6). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a home choice cassette. This occurred during initial drain of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. During troubleshooting, it was reported that there was a loose connection between the supply line with white clamp. Renal therapy services (rts) assisted the patient with ending the therapy session and advised to start over with new supplies. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.